Event description:
It was reported that during a system upgrade, the left ventricular (lv) lead was able to be placed in the vein but was unable to pace. Another lv lead was placed. The right ventricular (rv) pace/sense lead was attempted when it was discovered that the implanted rv defibrillator lead was shredded at the top. The rv pace/sense lead was not used. A new defibrillator lead was placed in the rv. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full 4196 lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). (B)(4) the full 4076 lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.